Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was clipping the cystic duct and it jammed on the fourth clip. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned to good visual condition. The instrument was cycled, fed and formed 9 clips as intended. In addition, 3 clips were not fully formed, as the instrument anti-backup was not functional. The device didn't lockout as intended. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes a premature lockout. In addition, the antibackup teeth were found damaged. If the firing trigger is forced open before the firing stroke is completed, the anti-backup will become stripped. The instrument must be fired until the trigger meets the handle to ensure the clip being applied is fully formed. After the firing stroke is completed, the trigger will return to the open position. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.